Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced multiple recoverable errors 319 on arm2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported problem was confirmed. The fse then replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the reported issue along with errors 319. The unit was tested on an in-house system and failed in normal mode, which triggered error 319. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and failed the fiber test. A gold parallelogram was used to pass the fiber test. As a fix to the reported issue, the parallelogram fiber assembly will be replaced. The complaint regarding usm issue was confirmed based on the failure analysis investigation, which indicated that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system experienced multiple recoverable errors 319 on arm2. Prior to calling the customer restarted the system, but the error was persisting. The caller (operating room (or) staff) stated that they needed all four arms to complete the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller attempt to perform a hard power cycle 3 more times with no change. The tse reviewed error logs and identified error 319 was pointing to the axes controller setup (acu) and axes controller, carriage (acc) boards in the universal surgical manipulator (usm) 2. Tse recommended switching to another patient side cart (psc) if possible. The caller removed the instruments and undocked from patient and was going to get their other patient side cart to finish the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with another patient side cart (psc). The delay to the procedure was 25 minutes.